Manufacturer narrative:
Complaint no: (B)(4). The device was returned and an evaluation is complete. Visual inspection was performed with naked eye and magnification and noted broken occluder feet and damaged patient adapter. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Functional testing including eight psi underwater pressure test, clear passage test and clamp function test. A leak was noted through the broken occluder feet. The reported condition was verified. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a broken transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.